Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator was removed and returned for an unspecified reason. Routine initial laboratory analysis revealed that the device failed the labeled longevity calculation. In addition, this device was included in the shortened replacement window field advisory. The device was forwarded on for further detailed laboratory analysis. No adverse patient effects were reported.